Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: we are unable to perform any investigation as neither catalog number nor lot number are provided, no samples displaying the reported condition are available for examination.

Event description:
It was reported that unspecified bd¿ pen was cracked. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2019 at 06:59 am, an email was received forwarding a pc report received via email on (B)(6) 2019 at 05:20 pm from pharmacy stating, spontaneous call from doctor's office reported that patient needs another pen as the one they have is cracked, and they are unable to inject without it. Unknown if patient still has the medication in possession. No further information was provided. Frequency: maximum 3 doses daily. Follow-up initial: on (B)(6) 2019 at 03:55 pm, a call was made to the physician's office to obtain pc details. The automated message provided the address for the office and stated that the office was open monday-thursday 08:30 am to 04:30 pm and fridays from 08:30 am-12 pm. There was no option to leave a voicemail as the office was closed.